Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye, noted a damage on the silicone tubing near the bushing to catheter adapter. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was damaged. There was a cut below the pull ring of the device. This event was observed after treatment. The product was replaced, and a new product was used to continue the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.